Event description:
A report received from (B)(6) stating that the device experienced a "dip damaged" issue during surgery. No pt or user injury was reported. The date of the event is unk. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).